Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained. When the stapler blocked, does this mean that it locked out and would not fire? The surgeon started to fire the device, however, in a certain point it was no longer possible to push the firing trigger forward. The doctor insisted and the trigger got broken. How was the procedure completed? The surgeons used a tlc and blue cartridges that the hospital had on their pharmacy. Did any pieces fall into the patient? No. Will all pieces be returned with the device? Yes.

Event description:
It was reported that during a esophagogastrectomy procedure, the stapler blocked and when forcing, the trigger broke. Unknown how case was completed. There were no adverse consequences for the patient.